Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is damaged and touch inputs are affected. Information obtained through good faith effort indicated the physical damage and affected touch inputs were discovered during start of shift check. User stated the touchscreen display is dented. There is no screen protector installed on the device. As the event was discovered during start of shift check, there was no patient involved at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is damaged and touch inputs are affected. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of patient involvement or actual harm reported with this complaint.